Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal laminectomy for fusion of l3-s1 followed by lumbar discectomy w/ decompressive foraminotomy for fusion of l4-l5 surgical procedure, it was observed that the bearings were bad and ¿shot¿ on the attachment device. It was not reported if there was a delay to the surgical procedure. A spare device was available for use but the procedure was successfully completed using the initial device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device returned date: the device returned date was documented as dec 23, 2015 in the initial report. The device returned date has been updated as dec 22, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. This was because the bearings were no longer in axial alignment not allowing the cutter to pass through .the assignable root cause was due to component damage rom normal use and servicing over tim. If additional information should become available, a supplemental medwatch report will be sent accordingly.